Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited a big hole in the pink probe and peeling cement in the objective lenses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the big hole in the pink probe and peeling cement in the objective lenses, the most probable cause was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.